Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted the technical support engineer (tse) for phone assistance after the customer experienced a repeated fault 31221 on system power on that became non-recoverable on the patient side cart (psc). The customer had already attempted a power cycle using the emergency power off without success before contacting tse. Tse reviewed the error logs and then had the customer power cycle the da vinci system again to capture a clean set of logs; the logs showed fault 31221 along with voltage faults 1154 and 1152, indicating an under-voltage condition on the 12 v supply associated with the power distribution hardware. Tse then guided the customer to power the system off and perform an emergency power off and a battery/fuse connection reconnection on the psc, but the issue persisted. Later, the customer called back and stated the procedure had been postponed due to the ongoing issue. The procedure was aborted post anesthesia with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power distributor (upd) and upm, but the system continued to fail. Fse replaced the cardcage due to errors 31221, 1154, and 1152. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the cardcage for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Error 31221 points to the hardware highside switch fault field programmable gate array (fpga) logic has detected a loss of power. Error 1152 points to voltage fault error: the patient-side power distribution board (ppd) in the patient side cart (psc) upd is reporting a severe under-voltage fault. Error 1154 points to voltage fault: the ppd in the psc upd is reporting a slight under-voltage fault.